Event description:
It was reported that patient with this right atrial (ra) lead had perforation and required pericardiocentesis. Also, patient experienced pain. The lead was surgically revised and to date, this lead remains in service. No additional adverse patient effects were reported.